Event description:
I noticed the black particles when I was washing the hose of my philips respironics CPAP machine. I have also experienced chest pain, sinus pressure and dizziness upon waking which I have been advised are symptoms of being exposed to the carcinogenic material. I have been advised to cease use of my CPAP machine but I have severe sleep apnea so I am waiting for further instructions from my doctors office. FDA safety report ID # (B)(4).